Event description:
A customer site in (B)(6) alleged that discrepant results were generated with the cobas ampliprep / cobas taqman (B)(6) test. Specifically, the customer reported that discrepant results were generated for one patient sample between the cobas ampliprep / cobas taqman (B)(6) test and the cobas ampliprep / cobas amplicor (B)(6) test, v2.0 ce-ivd. The customer stated that the quantitative results generated with the cobas ampliprep / cobas taqman (B)(6) test were negative; however the qualitative results generated with the cobas ampliprep / cobas amplicor (B)(6) test, v2.0 ce-ivd were (B)(6).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
No product or batch non-conformance was identified. Upon investigation there was no trend found in the field. Qc release data for 045846 was reviewed and the issue of discrepant results has not been observed. There have not been any manufacturing non-conformance reports for batch 045846. Retain testing of complaint batch 045846 was previously tested and generated valid and acceptable results. The customer-sent sample received on (B)(6) 2012 was kept at room temperature for an unknown amount of time and was therefore deemed unacceptable for testing. No internal testing of the sample or sequencing was performed. The sample was sequenced by innolyipa and (B)(6) results were generated. Review of the package insert shows that the cap/ctm hcv test can underquantitate (B)(6). The package insert states "underquantitation (by greater than or equal to log10 iu/ml with the majority of discordance < 2 log 10 iu/ml) of viral load for patients has been observed in some strains of genotype 4 specimens, which is independent of mutations in the viral genome covered by cobas ampliprep / cobas taqman hcv test primers and / or probes. In addition, the results from the cobas ampliprep / cobas taqman hcv test must be interpreted within the context of all relevant clinical and laboratory findings." (B)(4).